Event description:
Per the clinic, it was reported that the implant has been migrated out of the cochlea resulting in no benefit to the patient. Reimplantation is planned but has not taken place as of the date of this report.

Event description:
It was reported that the device was explanted on 22 october 2020. The patient was not re-implanted with another device.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was not re-implanted with another device.